Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter, ventricular tachycardia was induced during radiofrequency delivery at the cavotricuspid isthmus in a patient with an implantable cardioverter defibrillator lead in place. The patient required external defibrillation to terminate the ventricular tachycardia. The procedure was completed with no impact, and no injury occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was additionally presented in a case study in the publication heartrhythm case reports. No new information was reported in the case study. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: ventricular fibrillation triggered by cavotricuspid isthmus radiofrequency ablation with a dual-energy lattice-tip catheter in a patient with an implantable cardioverter-defibrillator. Heartrhythm case reports, 2025, 12(2):153¿156 doi: 10.1016/j.hrcr.2025.11.004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The files contained images depicting the mapping and activ ation/voltage map graphs. In conclusion, the reported clinical issue of ventricular tachycardia occurred during the procedure and is unable to be assessed through data file analysis. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2 date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.